Manufacturer narrative:
2019-03-20: the analysis results did not show any sign of infection. According to the surgeon there could be some factors playing a role in the treatment result: 1) it was 2 years in between s1 and s2 surgery due to patients psychological status. 2) the patient started again to smoke cannabis 6 months after s1 surgery. There is no need to further investigate this case. The reason behind the failure was a non osseointegrated fixture. A long healing period could have an effect on the bone remodeling capacity to the tissue and be detrimental for the treatment. In this case the delay of the treatment was due to the psychological health of the patient and not related to the device. The medications taken as well as smoking could have had a effect on the degree of osseointegration. No deviation was found in the batch documentation which could be related to this event.

Event description:
Fixture loosening. No osseointegration. The patient had surgery s1 (B)(6) 2017 and then he had psychological problems which delayed surgery s2 until (B)(6) 2019. At surgery s2 it was discovered that the implant was partly not osseointegrated. Batch documentation reviewed (doc 007941). It was released with concession doc. 007940 (rational doc. 008213). The product performance will not be affected according to concession documentation. Manufacturing date: 2017-03-24. 2019-03-25: the analysis results did not show any sign of infection. According to the surgeon there could be some factors playing a role in the treatment result: 1) it was 2 years in between s1 and s2 surgery due to patients psychological status. 2) the patient started again to smoke cannabis 6 months after s1 surgery. There is no need to further investigate this case. The reason behind the failure was a non osseointegrated fixture. A long healing period could have an effect on the bone remodeling capacity to the tissue and be detrimental for the treatment. In this case the delay of the treatment was due to the psychological health of the patient and not related to the device. The medications taken as well as smoking could have had a effect on the degree of osseointegration. No deviation was found in the batch documentation which could be related to this event.

Event description:
Fixture loosening. No osseointegration. The patient had surgery s1 (B)(6) 2017 and then he had psychological problems which delayed surgery s2 until (B)(6) 2019. At surgery s2 it was discovered that the implant was partly not osseointegrated. Batch documentation reviewed (doc (B)(4)). It was released with concession doc. (B)(4) (rational doc. (B)(4)). The product performance will not be affected according to concession documentation. Manufacturing date: 2017-03-24.